Manufacturer narrative:
Date sent: 5/29/2007.

Event description:
It was reported that during a lap cholecystectomy procedure the clip applier was used to ligate vessels. After approx four successful firings, the clips started to come out of the device unformed. No clips were left in the pt. The site used another device to complete the case. There was no patient consequence.